Event description:
Chronic fatigue induced by exposure to mercury from 15 amalgam dental fillings placed in spring of 1987 at the age of (B) (6). At about age (B) (6) began suffering from chronic fatigue and low energy. Ability to work began to be limited, struggled working part time until about (B) (6). Then became homeless for two-and-a-half years. Lived with family since 1999 under their support. Worked part time during 2000-2002. Haven't worked since 2002. Have chronic candidiasis due to immune system impairment caused by mercury toxicity. Candida exacerbates mercury symptoms. Been treated many times with anti-candida medications. Inconsistent cognitive function due to mercury stress. Nerves are fragile and require constant maintenance of supportive fatty acid supplementation. Emotion health is under challenge. Main problem is low energy, believed to be caused by the impairment of the atp cycle due to mercury toxicity. Struggling to improve nutrition to combat the mercury, have inadequate funds to do so. Dose or amount: 12 large 3 small. Dates of use: (B) (6) 1987 - (B) (6) 2010.